Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0vjds, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had lost a lot of weight due to a colostomy that was done for the patient¿s crohn¿s disease, and they noticed that their implant had shifted. The patient reported they had talked to their healthcare provider about the issue because the implant was causing them discomfort from shifting. The patient stated they saw a nurse to have the implant checked and the nurse noticed that one of the leads wasn¿t ¿picking up or registering¿ in (B)(6) 2017. The patient stated that they discussed the implant shifting every time they went into the office for an appointment over the last year. The patient stated they had lost 35-40 pounds since (B)(6) 2017 and was wondering if that was the reason the implant had shifted, and the lead was not ¿registering¿ and disconnected. The patient noted that where the implant was they could tell it had turned, and it was ¿for the last year¿ which contradicts previously reported information. The patient was redirected to their healthcare provider to have the device checked. No further complications were reported.